Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 29th march 2022 and 14th december 2022 recorded the gradual increase of the pacing impedance from approximately 460 ohms to 1150 ohms. The analysis of the provided iegm episodes revealed artifacts on the far-field and rv channel, which led to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that during a regular follow-up oversensing was noted on this lead. The therapy has been turned off and the patient is on homemonitoring. The lead has been implanted and active for approx. 135 months. Lead remains implanted. Should additional information be received, this file will be updated.